Event description:
It was reported that an undefined malfunction alarm occurred. After charging the battery, the pump did not turn on. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.